Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to his regular check up after new implantable cardioverter defibrillator was implanted. Upon interrogation, it was noted that the device exhibited several episodes of non-sustained ventricular oversensing. The episodes appeared to be noise on the chronic right ventricular lead but the noise was not reproducible by isometric testing or pocket manipulation. A set screw anomaly was suspected and the patient was scheduled for a device and lead revision. The patient reported no symptoms.

Event description:
New information received noted that on (B)(6) 2019, the right ventricular lead was capped and replaced. The set screw anomaly on the device was not confirmed. The patient was checked the morning after the procedure and the device was functioning appropriately. The patient was discharged in stable condition.